Event description:
Seven days post index procedure the pt complained of chest pain. Cag was conducted and the cypher stent implanted at the first diagonal was totally occluded with thrombus. Therefore, poba was conducted with a balloon (1.5mm/length unk). Then ivus was conducted and then kissing balloon was conducted at the first diagonal and mid lad and the procedure was finished. Physician's comment: the probable cause of the thrombotic event was because the implanted stent was under-dilated.